Event description:
Healthcare professional reports a blood leak alarm sounded on hemodialysis device during the onset of pt treatment with use of ct190g dialyzer. Dialysate testing confirmed a leak in the dialysate compartment of the dialyzer. The dialzyer was reused 2 times. The dialyzer was replaced and the treatment was completed without incident. Estimated blood loss of 115cc. No pt injury or medical intervention required.